Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that as the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -18.0/+2.0/091 (sphere/cylinder/axis) into the patient's right eye (od), the lens tore/broke. This occurred on (B)(6) 2019. The lens was implanted and removed intra-operatively. An alternate lens was successfully implanted on the same date in a separate surgery and the problem was resolved. No patient injury occurred and the cause of the event is reported as user error.

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found haptic torn. Claim# (B)(4).